Manufacturer narrative:
This is one event for the same pt involving two separate products additional info has been requested and will be submitted upon receipt accordingly. (B)(4).

Event description:
The plaintiff's attorney alleged that the pt experienced alkalosis, cardiac arrhythmias, and sudden cardiac arrest, which is alleged to have been caused by the product administered during dialysis treatment.